Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06798. It was reported, the pt stopped using his scs system because it was uncomfortable when the stimulation was on and it made his pain worse. The pt's spouse stated there are no plans to undertake any intervention at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.